Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4, pump error 42, pump error 60, and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was able to clear the error and the pump passed the displacement test. The pump did not pass additional testing or the error table indicated that replacement was required. No damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1884l was requested and the customer response was the device would be returned.

Manufacturer narrative:
Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high currents. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump error 4 and pump error 60 occurred on 12/05/2024 08:10 in history file and traces. Failed battery test occurred on 12/05/2024 08:10--08:54 in history files and traces. Pump error 42 occurred on 12/05/2024 08:10 in history file and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. P-cap was attached and locked into place properly. Pump 4 is confirmed due to being found in history files and traces and is a consequence of pump error 60. Pump error 60 is confirmed due to being found in history files and due to hardware anomaly. Pump error 42 is confirmed due to being found in history file and motor anomaly. Failed battery test is not confirmed. No current code is confirmed due to receiving unit with high current and its isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.